Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered an inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were performed. The patient was in stable condition.